Manufacturer narrative:
Event date: exact date unknown, event occurred over the last six months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and an increased in charge burden. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.